Event description:
It was reported that the customer had a previous incident. The blood glucose reading was 162mg/dl. It was mentioned that the insulin pump was stuck in the prime loop in the past, and the doctor requested a replacement. During the call, the customer mentioned that he over infused and his glucose level dropped to 70mg/dl; then the paramedics were called. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and the reservoir showed the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.